Event description:
It was reported the patient presented with a massive clot due to stroke. During procedure whilst attempting to disrupt the clot, the tip of the guidewire broke off. The physician aborted the procedure, and the wire fragment remained inside the occluded internal carotid artery (ica). There were no further reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis confirmed that only 190.0cm of the proximal section of the guidewire was returned. The 9.8 cm distal section was not returned. Device analysis revealed that the guidewire nitinol tubing and the stainless steel corewire were separated. No sign of nitinol tubing stretching was observed at the separation site, and the nitinol tubing proximal bond was observed to be in placed. No anomalies were observed with the bond joint. The guidewire was bent on several places along its length. The guidewire polytetrafluoroethylene (ptfe) coating was peeled off at 25.0cm and 50.0cm from its proximal end. The torque device was on the guidewire where the coating had been peeled, and the collect markings were on the core wire. The directions for use (dfu) cautions that insufficient tightening of the torque device can lead to ptfe peeling, therefore ptfe finding is considered to be use related. The guidewire dimensions which could be measured were found to be within specification. Based on the device analysis, the device appeared to have been over-torqued. Per the dfu: ¿before a guidewire is advanced or withdrawn, verify tip movement under fluoroscopy to prevent the possibility of vessel perforation or guidewire damage. Do not torque a guidewire without observing corresponding movement of the distal guidewire tip; otherwise, guidewire damage, such as tip separation, and/or vessel trauma may occur.¿ information available indicated that the anatomy was tortuous and the subject device was inside the massive clot that the patient presented with. Based on the information provided and investigation findings, it is likely that the tortuous anatomy and massive clot led to torquing of the device to reach the target site; resulting in the guidewire break. Therefore, a root cause of operational context will be assigned to this investigation.

Event description:
It was reported the patient presented with a massive clot due to stroke. During procedure whilst attempting to disrupt the clot, the tip of the guidewire broke off. The physician aborted the procedure, and the wire fragment remained inside the occluded internal carotid artery (ica). There were no further reported clinical consequence to the patient.